Event description:
Health professional at hospital reported to allergan rep a port replacement was performed for an alleged leak. Investigation in progress. Follow-up findings: port was explanted due to a suspected leak or tube disconnection. No serial number or model number was provided to allergan. The device will not be returned.

Manufacturer narrative:
Taper unk. (B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. The reporter of the complaint was asked to indicate the product serial number, date of event and implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan will not receive the product. Therefore no analysis or testing can be done. No additional info has been reported to allergan regarding the serial number or model number, implant date, event date, diagnostic testing, pt weight or history. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."